Event description:
It was reported on (B)(6) 2024 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted. On unknown day, recurrent mr was observed due to worsening heart failure. On (B)(6) 2025, a redo procedure was scheduled. During the procedure, the m knob was rotated to 100 degrees, resulting in an atypical m dive trajectory. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue (atypical m dive trajectory when turning m knob 100 degrees) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted. On unknown day, recurrent mr was observed due to worsening heart failure. On (B)(6) 2025, a redo procedure was scheduled. During the procedure, the m knob was rotated to 100 degrees, resulting in an atypical m dive trajectory. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.